Event description:
The complainant has reported that a female patient (age unknown) underwent a therapeutic procedure for ureteral stone retrieval in 2007. During the attempted stone removal, the sheath (length unknown) on the zero tip nitinol stone retrieval basket detached. The basket was removed intact. The clinician utilized a retrieval forcep to remove the detached sheath from the ureteral orifice. The patient did not sustain any reported sequelae as a result of the detached sheath. Patient condition is reported as "ok." Please note associated medwatch report 6000043-2007-00009.

Manufacturer narrative:
Any information not included was na at the time of the submission of this medwatch report to the FDA. The complainant indicated that the device will not be returned for evaluation; therefore, we are not able to determine the relationship between this device and the cause for this event.